Event description:
St. Jude medical received a maude event report form (B)(4) submitted to the FDA on (B)(6) 2012 indicating the following: pt had a fluoroscopy of st. Jude riata st defibrillation lead, model 7021. On (B)(6) 2012, which showed externalization of the conducting coils. This lead is not part of the recent advisory issued by st. Jude. Reason for use: severe ischemic cardiomyopathy and ventricular tachycardia.

Manufacturer narrative:
All information provided by manufacturer, and maude report (B)(4) was received st. Jude medical has reviewed images by the hospital and no externalization of the lead was observed. Additional review was performed by an independent physician, trained in adjudicating riata leads for externalized conductors, who agreed that there was no evidence of conductor externalization. The lead remains implanted. No electrical anomalies have been reported.